Event description:
The customer obtained a higher than expected vitros k+ quality control result (5.91 mmol/l vs. Expected result = 3.01 mmol/l) while using the vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros k+ quality control result was obtained while using the vitros 250 analyzer. No patient samples were known to be affected. A definitive root cause for the event could not be determined. However, the k+ calibration itself and qc fluid mix-up cannot be ruled out as contributing factors. Performance testing verified that the vitros 250 chemistry system and vitros chemistry products k+ slides were operating as expected. Therefore, there is no evidence that the vitros 250 analyzer or vitros k+ reagent slides had malfunctioned.